Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired and the jaws did not open. The device was pulled off the tissue and the case was completed. There was no consequence to the pt.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.